Event description:
Primary stability acieved, no osseointegration, mobility. Can not say, all seemed ideal at placement date. Patient was not in pain. He called saying implant felt just slightly tender on buccal.